Manufacturer narrative:
The device will not be returned to us, and this will not be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Event description:
It was reported that an error message appeared on the endoflator screen during the procedure. The staff then restarted the insufflator and proceeded with the procedure. No negative impact in state of health reported.